Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 2 reported devices were received for evaluation; event was not confirmed during testing. Evaluation found there was no active leaking observed; however, internal corrosion was found in one of the devices. A substance was detected on the back of the other device. These devices are not repairable and were not returned to the user facilities. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the devices were reportedly leaking. There was no patient involvement; no patient impact.